Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's video connector was broken, and the outer sheath of the video cable was also damaged. This issue occurred during the setup/inspection. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detachment of cable unit and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely that the plug unit is chipped, the video connector cannot be connected led to the malfunction of " video connector has broken and video cable outer sheath also damaged". And due to poor water-tightness of button, water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.